Event description:
Fire involving a workstation on wheels (wow). On monday [redacted date] around 2:20pm, staff on src v3n noted a burning smell which was quickly accompanied by smoke and flames coming from the bottom of a wow clinical workstation located in the unit hallway. Staff immediately unplugged the equipment, activated the fire alarm and utilized the fire extinguisher to put out the fire. Facilities and the (B)(6) fire department responded, and the wow was removed from the unit for the fire department to investigate. There was no patient harm, no need for patient evacuation and no harm to staff outside of the need to don masks due to the hallways becoming smoke filled. Due to the amount of dry-chem in the unit, and the magnitude of smoke that was present, a third party remediation cleanup firm was on site yesterday evening. Manufacturer response for computer workstation on wheels, mobile clinical workstation (per site reporter). [Redacted date] clinical engineering met with the mfg.